Event description:
On 22/jun/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler for renal replacement therapy (rrt) recently underwent hernia surgery on (B)(6) 2026. Subsequent attempts to obtain additional clinical information (e.g., causality, formation date, discharge summary, hospital records) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of a hernia, which required surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the serious adverse events (no liberty select cycler replacement requested). The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the inguinal hernia, as it is unknown when the hernia was formed. It should be noted that limited follow-up clinical information precluded a more comprehensive investigation. Hernias are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter also increases the risk of hernia formation.